Event description:
It was reported that during a prostate procedure, error 171 appeared at the display and the laser emission stopped. The procedure was not completed. Patient outcome: ¿stable¿. No injury to the patient was reported. Additional information was not reported.